Manufacturer narrative:
E1: establishment name: (B)(6). The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The image displayed a sandstorm of noise due to damage to the charge-coupled device unit, and the image could not be seen. An additional reportable malfunction concerning the insertion site coating peeling (1 x 1 mm2 or more) was identified.  The device evaluation found that the image guide protector had a scratch. The light guide cover glass had discoloration. The suction connector had a scratch. The protector of the universal cord on the suction connector side had a scratch. The universal cord had a wrinkle, a peeling coating, and a scratch. The connecting tube had a dent. The up/down angulation lever plate had a burr and a scratch. The angulation lever had a scratch. The grip had a scratch. The switch box had a scratch. The scope cover had a scratch. The control unit had a scratch. The image guide bundle had a stain. The adhesive on the bending section cover had a chip. The bending section cover had slack. Device history records: the device history records for this device were reviewed, and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Conclusion: the root cause of the image defect could not be identified; however, a possible cause may be a malfunction of the image sensor unit, a board inside the video connector, or a problem on the system side. The root cause of the peeling of the insertion part coating could not be identified; however, it may be presumed that the defective item was due to external factors or handling. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the evis lucera bronchofibervideoscope had no image. The event occurred during preparation for use in a diagnostic procedure after inspection. The procedure was completed with no delay by swapping out the device. There were no reports of patient harm.